Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a cuff air leak, low tidal volumes and requiring replacement of a new tube and additional induction medication.